Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulty and a shaft fracture occurred. The pt had the entire right coronary artery stented during a previous procedure. The physician was trying to treat a 90% stenosed long segmental lesion in the tortuous and calcified posterior descending artery (pda). A taxus express2 stent of an unknown size was deployed. There was some stickiness and the physician was unable to deflate the delivery balloon. While trying to remove the balloon catheter, the shaft of the catheter broke inside the patient. The stent delivery system could not be retrieved. There was timi 0 flow beyond the lesion. EKG changes were consistent with inferior wall ischemia. An intra-aortic balloon pump (iabp) was placed and the patient was sent emergently to another facility for bypass grafting. The pt had a double artey bypass to the posterior descending and posterolateral arteries. Patient was transferred to the ICU. Several hours later the patient began experiencing hypotension and was administered vasopressin, levophed and epinephrine. An iabp was placed with some hemodynamic improvement, but continued medication support. The patient returned to the or to rule out tamponade. The old incision was opened. A transesophageal echocardiogram was done which showed evidence of a foreign body in the aorta which extended all the way into the arch of the aorta and appeared to be heading into the ostium of the right coronary artery. The foreign body was confirmed with an epi-aortic echocardiographic probe. The patient was put back on bypass. The aorta was opened and it was evident that the patient had a catheter that was going into the right coronary artery. The catheter was removed with some resistance. Attached at the end was the balloon that had been within the coronary stent. The entire catheter was removed. The patient was weaned off bypass and sent to the ICU in stable but critical condition.